Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was predilated using a 2.50x15mm unspecified balloon catheter at 14 atmospheres. A 2.75x28mm promus element ¿ stent delivery system (sds) was selected and implanted at 12 atmospheres to treat the target lesion. Post dilatation was performed using a 3.00x15mm unspecified balloon catheter at 18 atmospheres for 20 seconds. It was noted that the proximal part of the stent was shortened and the distal part remained the same. The procedure was completed using an unspecified balloon catheter to treat the shortened stent. The stent was then well apposed to the vessel wall. No patient complications were reported and the patient's status was stable.